Event description:
Terumo medical corporation received the following information: it was reported that more than 24-hours after the angio-seal device was placed on the patient, despite ultrasound-guided release and postoperative monitoring, which confirmed the device's tightness, the patient developed a replenished hematoma that required surgical conversion of the access and hemostasis of the artery. The device was observed projecting into the subcutaneous tissue. The procedure performed prior to the use of the angio-seal device was an anterograde peripheral arterial angioplasty. There was no patient reaction, and the patient was discharged a few days after the foot surgery.

Manufacturer narrative:
D6b: explanted date: date of explantation is unknown. E3: occupation: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.